Event description:
Vent went into error and had to be switched out. Biomed service report: technical service representative replaced main cpu, disconnected the ps500 external battery, and installed an internal nimh battery, and completed a vendor pm.